Manufacturer narrative:
Concomitant medical products: product ID 978a128 lot# va27qur serial# implanted: (B)(6) 2020 explanted: product type lead information references the main component of the system. Other relevant device(s) are: product ID: 978a128, serial/lot #: va27qur, ubd: 08-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that MRI of system being done to assess issue with system. Caller states pt fell six weeks ago and has had other falls since that time. The caller states the MRI is being done because the pt's leads are broken (both). Technical services reviewed there is nothing in the MRI guidelines that states MRI full-body eligibility will be affected by an open circuit. Short circuit or broken lead. No symptoms were reported.